Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. It is unknown which lead site was infected, so all products are being reported on.

Event description:
Related manufacturer reference number: 1627487-2020-01974; related manufacturer reference number: 1627487-2020-01977; related manufacturer reference number: 1627487-2020-01979. It was reported that one of the patient's cranial lead sites was infected. As a result, the lead and burr hole cover was explanted.